Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. The smart coil was then able to advance through its introducer sheath without an issue. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using penumbra smart coils (smart coil) and non-penumbra microcatheter. During the procedure, a smart coil was stuck in the starting position and would not advance out of its introducer sheath. After making multiple attempts, the smart coil was removed. The procedure was completed using additional smart coils, ruby coil lps, and packing coil lps. There was no report of an adverse effect to the patient.